Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a physical damage on insulin pump. The customer's blood glucose level was 77 mg/dl. The customer stated that there are cracks around all four corners of the lcd screen. The customer was advised to discontinue the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump will be replaced. No further information was reported.